Event description:
Fifteen mins into the procedure, the laser fiber started sparking inside the pt. The procedure was stopped. The fiber was removed. A new fiber with same lot# was opened and procedure was completed with no problems. No harm to the pt. Dose or amount: 2.0 joules. Frequency: rate: 40. Route: laser. Dates of use: (B) (6) 2010. Event abated after use: yes.